Manufacturer narrative:
(B)(4). Component code: (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent an oophorectomy on an unknown date and suture was used. During ligation of ovarian pedicles and over lock of the muscle wall, after one tissue passage in the muscle wall, the needle pulled off without an excessive tension on the wire. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot qabdjgr0 number, and no non-conformances were identified additional investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code jv453 was received for evaluation and there is enough impression and insertion at the swage needle on the suture end and the needle was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample of product code jv453 could be observed. The suture was observed partially dispensed and without needle and the needle could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint.